Event description:
Reporter alleged obtaining the results of 16 mg/dl and 131 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took his medications as usual after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.